Event description:
The customer reported that the fluoroscopy is not possible, a pt is lying on it in cardiac arrest.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.